Event description:
The customer reported that both monitors were functioning intermittently which would cause a loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord connector. The system operates as intended.